Event description:
Technician alleged the siderail was not staying up. No patient impact.

Manufacturer narrative:
The technician found that the siderail lock hinge was stuck. The technician cleaned the siderail lock hinge to resolve the issue.